Manufacturer narrative:
This report is being submitted to provide the completed investigation results. One used 6fr ik sheath was returned for evaluation. The device was decontaminated then subjected to visual analysis where blood like substance was observed on the returned device. The sheath and dilator were properly mated. An attempt was made to remove the dilator from the sheath. When the hub of the dilator detached from the hub of the sheath, the shaft of the dilator was no longer found to be attached to the hub of the dilator. Microscopy was used to analyze the severed point. There was a jagged appearance to the severed point. There was deformation of the material of the dilator sheath. The complaint could be confirmed for dilator shaft damage as the hub of the dilator separated from the shaft. The jagged edges of the severed point indicate that the dilator likely detached under forces of tension. No conclusion can be drawn at this time as to the cause of the force that led to the detachment. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The actual device has been received for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. A search of the complaint file did not find any other report with the involved product code/lot# combination.

Event description:
The user facility reported that the dilator broke at hub upon flushing prior to being used on the patient. There was no patient involvement. It was reported that the patient is in good condition. The procedure outcome was successful.